Event description:
It was reported that the patient was experiencing episodes of extreme neck extension that seems to have occurred since the vns was placed in (B)(6) 2016. It was stated that it does not seem to be seizure activity. The behavior occurs more frequently than the vns fires (off time 5 minutes). The device was temporarily turned off to see if this resolved the issue. The device was turned to 0 ma for all three settings and per the father the patient was still flexing. There were no known stressors or medication changes that may have caused him to have muscle spasm. They do not know if the issue is caused by vns but they do not think it¿s a spasm it appears to be more of a behavior. The physician doesn't know why it is happening. This patient is not verbal and very severely delayed to the level that even trying to interrogate and program her vns is a multi - person task. Parents think it happens more often since the vns. The device was programmed back on to previous settings. Np did not note anything abnormal for diagnostics. At this time it appears that they do not know the reason for this patient¿s neck extension issues. The patient¿s device was explanted due to the patient's neck extension behavior after implantation (no change when vns turned off but started with implantation) and family requested removal. The explanted generator was received for analysis which is currently underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis on the 106 generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, the pulse generator performed according to functional specifications and a comprehensive automated electrical evaluation showed that the device performed according to functional specifications.. The battery, 3.071 volts as measured during completion of the final electrical test, shows an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator. Further information was provided from the physician indicating that the explantation of the device was due to the neck extension behavior and at the family's request.